Manufacturer narrative:
The device was not returned to olympus for inspection but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer failed to manage inventory. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the reprocessor was cleaning endoscopes with the acecide concentration not being tested for over two weeks. There were no reports of patient harm as a result of this event.